Event description:
It was reported that insulation damage was observed during device change out. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead measuring 15.8cm from the proximal end was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead. A complete analysis could not be performed.